Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not requested to be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 18.3 mmol/l, 8.4 mmol/l and 14.2 mmol/l. No adverse event reported. No product requested to be returned.